Event description:
Event description guidant received information that this implantable endocardial lead measured shock impedances of over 125 ohms since approximately one week after implantation. At the time of the procedure, the impedance measured 33 ohms. Paced impedance measurements are normal and consistent.